Event description:
It was reported that before the surgery the device just keeps cycling. No patient involved.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no physical damage was observed. Complaint of footswitch keeps cycling (runs continuously) was confirmed. Footswitch ran continuously after the right pedal was depressed. The right pedal was stuck in the on position and could not be shut off. The actuator for the right pedal is stuck from corrosion buildup and moisture. The complaint was confirmed and the root cause has been determined to be corrosion of the right pedal actuator. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Correction: occupation: other health care professional